Event description:
It was reported that the customer passed away due to a heart attack. It was stated that the customer was not wearing the insulin pump at the time of death, but it was not known how long she had been off of it. It was stated that the customer was on dialysis, and had heart problems. The caller will not be returning the insulin pump as she doesn't know where it is. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.